Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was pronounced dead about 12 years ago. The patient stated it would have happened on about (B)(6) 2007 or (B)(6) 2007, but does not know the exact date. The patient stated this happened right after he started using the product. The patient stated his training was rushed and his appointment was only about 30 minutes long. The patient stated the trainer changed his basal to 3 units per hour when it should have been 1.5 units per hour. Patient was on half cc¿s units when he was on shots and she put him on full cc¿s units when the pod was set up. He was not aware this was changed, as this was not part of the training. He stated he never had to bolus and had to eat every two hours due to him getting so much insulin. The patient stated he does not remember the blood glucose levels. He went to sleep and would not wake up the next day, his blood glucose was low. His parents and fiancé called him 42 times and ended up going to his house, they found him unconscious. Parents called 911 and the paramedics came. He was pronounced dead at the scene. The patient stated they treated him with 2 and a half bags of glucose through IV and CPR. Paramedics were able to get him stable. The patient refused to go to the hospital. The patient stated he has been self-managing his diabetes and was not prescribed any medication.